Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that the insulin pump was over delivering because without doing anything unusual her blood glucose was low and she could hear something from the insulin pump while delivering bolus. Customer also experienced low blood glucose level and the value was 59 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose level. Auto mode feature was not activated at the time of event. Customer reported scratches on the screen and huge crack on the battery side of the insulin pump. Customer mentioned that due to scratches on the screen it was difficult to read at night. Customer mentioned she had been getting unexplained high and low blood glucose levels. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.